Event description:
It was reported that, "the outside package didn't seem perfectly packaged. When the inner package of the stem was opened the inside packaging was crushed/cracked. Sterility was questionable."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.